Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up when the decision was made to have the atrial lead revised since the patient had phrenic nerve stimulation from the atrial lead due to low atrial sensing. During the procedure, after the pocket was opened, it was observed that most of the lead was in the pocket with no suture around the suture sleeve. The lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.